Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed a hematoma following the implant procedure. The patient presented to the clinic and the hematoma was drained. The patient continued to experience swelling, so the clinic adjusted the patient's medication. Follow-up report indicated that the swelling has subsided and there were no reports of further complications. Therapy has been turned on and the patient is working through the algorithm.